Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous right coronary artery (rca) ostium. An unspecified 3.0x12mm stent was implanted, but stent displaced [migrated] distally. Therefore, a 3.0x8mm xience alpine sds was advanced to cover the lesion; however, after the sds was inflated the stent dislodged to the aorta. From the aorta the stent took to the radial artery and dilated. Finally an unspecified 3.5x15mm stent was implanted overlapping the 3.0x12mm stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it may be possible that the device interacted with the challenging anatomy during advancement / retraction, which may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the subsequent treatments including foreign body in patent appear to be due to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous right coronary artery (rca) ostium. An unspecified 3.0x12mm stent was implanted, but stent displaced [migrated] distally. Therefore, a 3.0x8mm xience alpine sds was advanced to cover the lesion; however, after the sds was inflated the stent dislodged to the aorta. From the aorta the stent took to the radial artery and dilated. Finally an unspecified 3.5x15mm stent was implanted overlapping the 3.0x12mm stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.